Manufacturer narrative:
Patient information is unknown. Implant date is unknown. Explant date is unknown. Telephone number is unknown. A review of the device history records has been requested. Manufacture date is currently unknown. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported device was used in surgery for the proximal humeral fracture. The philos system was used for the procedure. While the surgeon was using the tap for cortex screws 3.5 mm in question, the tap was broken. The surgeon pointed out that there might be metal fatigue since the even occurred under normal condition. The surgery was extended for 5 minutes. Concomitant part: cortex screw (quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed. The complained part was forwarded to manufacturing site for investigation. The laser marking was easy to read. The tip was broken off. Relevant features were identified: the hardness, the outer diameter, the distance. The dimensional measurements were performed near the breakage. Both fragments (short and long) were measured; the hardness was also measured near at the breakage. All dimensions, related to the complaint description as a failure source were checked, and there were no deviations found. For the article 311.320-exs the raw material is 50195135 - round 4.65mm 1.4112. It was found that the used raw material has fulfilled the specifications. On the basis of the investigation the complaint is rated as confirmed since the tip is broken as claimed by the customer. But this complaint is not valid, since the measured relevant features meet the specifications. No manufacturing related issue was identified and/or confirmed. We are not able to identify the exact root cause for the breakage. No indication for product related issue was found. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record review was performed for the subject device lot number 9476802. Manufacturing location: (B)(4). Date of manufacture: 10.aug.2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.